Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the the additional event information received on (B)(6) 2019. [Additional information]: it was originally reported that after the first pass made with the embotrap with mechanical pump aspiration at the left m1 (5 min incubation) resulted in a mtici score of 1 with partial clot retrieval in the catheter. According to the case report form (crf), no further passes were made and the final/end of procedure mtici score was 1. On (B)(6) 2019, additional information regarding the procedure was accessed. A second pass made with the embotrap device with mechanical pump aspiration at the left m1 with 5-minute incubation resulted in an mtici score of 1 with partial clot retrieval via the embotrap device. The third pass made with the embotrap device with mechanical pump aspiration at the left m1(5 min incubation) resulted in a mtici score of 1 with partial clot retrieval via the embotrap. The second and third embotrap passes were made utilizing an 8f balloon-guided catheter with an 0.060¿ inner diameter (ID) intermediate catheter via an 0.027¿ ID microcatheter. A fourth pass was made with a 4mm x 40mm solitaire¿ revascularization device (medtronic) device with mechanical pump aspiration at the left m1 (5 min incubation) due to persistent clot and resulted in an mtici score of 1 with partial clot retrieval via the solitaire device. The fifth pass made with the solitaire with mechanical pump aspiration at the left m1 (5 min incubation) due to persistent clot resulted in an mtici score of 1 with partial clot retrieval via the solitaire device. Target lesion angioplasty was performed post-thrombectomy but the final mtici score was 1. There were no reported intraoperative adverse events or device deficiencies. Hemorrhage and death are known potential complications associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and are listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the event cannot be conclusively determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke. The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, pharmacological, and procedural factors, including the severity of the patient¿s baseline stroke, comorbidities (i.e. Cancer), advanced age, and administration of tpa, may have contributed to the event with no report of a device deficiency. Treatment failure is a known potential outcome associated with endovascular mechanical thrombectomy. The root cause of the inability to achieve a mtici score of =2b with the embotrap device in three passes cannot be conclusively determined; however, the severity of the underlying stroke/occlusion and clot burden/characteristics may have been contributing factors. Since the life-threatening and symptomatic hemorrhage was not present prior to the procedure and the evaluation of the investigator indicates that the event was probably related to the study procedure. The device ineffective and treatment failure does not appear to be related to a malfunction of the device or the procedure, but to the natural progression of the underlying disease process. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. The phone and email address of the initial reporter are not available / reported. [Conclusion]: the event was reported through the (B)(6) study, the (B)(6) male patient with a history of smoking (previous), diabetes, hypertension, hyperlipidemia, myocardial infarction, lung cancer, bladder cancer, prostate cancer, esophageal stricture, and percutaneous esophageal gastric feeding tube presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with nihss of 14, mrs score of 0, and mtici score of 0 and experienced severe symptomatic intracranial hemorrhage on the following day. The patient underwent a mechanical thrombectomy procedure using a 5 mm x 33 mm embotrap ii revascularization device (et009533 / 19f009av) on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was administered at the time of patient presentation. The suspected origin of the embolism was hypercoagulation from cancer. The first pass made with the embotrap device with an 8f balloon-guided catheter with a 0.060¿ inner diameter (ID) intermediate catheter via a 0.021¿ ID microcatheter with mechanical pump aspiration at the left m1 (5-minute incubation) resulted in an mtici score of 1 with partial clot retrieval in the catheter. According to the case report form (crf), no further passes were made. The final/end of procedure mtici score was 1. The nihss score at 24-post procedure was 19. The patient experienced a severe symptomatic intracranial hemorrhage the following day, (B)(6) 2019. No intervention was performed. The study investigator deemed the event life-threatening and not related to the device but probably related to the study procedure. The patient was moved to in-patient hospice on (B)(6) 2019 with an nihss score of 19, an mrs score of 5. It was reported that the patient expired on the following day, (B)(6) 2019 due to progression of the index stroke. Per the study investigator, the death was not related to the device but was possibly related to the procedure. There was no report of malfunction associated with the device. Based on complaint information, the device was not available to be returned for analysis. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19f009av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Hemorrhage and death are known potential complications associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and are listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the event cannot be conclusively determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Ht is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, pharmacological, and procedural factors, including the severity of the patient¿s baseline stroke, comorbidities, advanced age, and tpa, may have contributed to the event with no report of a device deficiency. Since the life-threatening hemorrhage was not present prior to the procedure and the evaluation of the investigator indicates that the event was probably related to the study procedure. There was no report of malfunction associated with the device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through the (B)(6) study, the (B)(6) male patient with a history of smoking (previous), diabetes, hypertension, hyperlipidemia, myocardial infarction, lung cancer, bladder cancer, prostate cancer, esophageal stricture, and percutaneous esophageal gastric feeding tube presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with nihss of 14, mrs score of 0, and mtici score of 0 and experienced severe symptomatic intracranial hemorrhage on the following day. The patient underwent a mechanical thrombectomy procedure using a 5 mm x 33 mm embotrap ii revascularization device (et009533 / 19f009av) on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was administered at the time of patient presentation. The suspected origin of the embolism was hypercoagulation from cancer. The first pass made with the embotrap device with an 8f balloon-guided catheter with a 0.060¿ inner diameter (ID) intermediate catheter via a 0.021¿ ID microcatheter with mechanical pump aspiration at the left m1 (5-minute incubation) resulted in an mtici score of 1 with partial clot retrieval in the catheter. According to the case report form (crf), no further passes were made. The final/end of procedure mtici score was 1. The nihss score at 24-post procedure was 19. The patient experienced a severe symptomatic intracranial hemorrhage the following day, (B)(6) 2019. No intervention was performed. The study investigator deemed the event life-threatening and not related to the device but probably related to the study procedure. The patient was moved to in-patient hospice on (B)(6) 2019 with an nihss score of 19, an mrs score of 5. It was reported that the patient expired on the following day, (B)(6) 2019 due to progression of the index stroke. Per the study investigator, the death was not related to the device but was possibly related to the procedure.